Manufacturer narrative:
Continuation of concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-25 reporting that the cause was unknown. The patient was icing and taking alleve for the pain. The issue had not been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-aug-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing pain on their device. They stated that the pain was directly on the ins area, and it is warm and hot. It was also reported that it was warm and hot where the wires were sitting. The patient stated that they had to go to the emergency room (ER) for the pain. The patient stated that the healthcare provider (hcp) office told them to call the manufacturer. It was indicated that no traumas or falls could be related to the issue. The patient stated that their stimulator helped with their pain and they could not turn it off for more than 30 minutes because they were in pain and needed their stimulator. The patient stated that they adjusted the stimulation and turned that stimulation on/off, but it didn¿t help the pain and the heat. It was recommended that the hcp call the rep in the area. It was reported that the pain began on (B)(6) 2019 and the heat/warmth began on (B)(6) 2019. No further complications were reported/anticipated.